Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. No damage was noted to any of the pump supplies in use during the occlusion alarms. The customer experienced an elevated blood glucose (bg) level of over 600mg/dl and diabetic ketoacidosis (dka). Correction boluses were delivered and manual injections were administered to address the bg level. Due to the elevated bg level and dka caused by the occlusion alarms and a stomach illness, the customer went to the emergency room (ER) and was subsequently hospitalized. While in the ER and the hospital, the customer received treatment in the form of intravenously delivered insulin. The customer was released from the hospital two days later.